Manufacturer narrative:
Submit date: 08/25/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states the light handle cover split during the procedure several times. The original intended procedure was to have the ability to move the light for surgery with sterile gloves.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Based on previous evaluations on samples reported with the similar condition the potential root cause is attributed to the thermoforming process when the film is heated during its natural process, conveyed through the machine to reach the mold and finally after molding to be cut into individual pieces; the molded part is obtained from a thermal shock generated vacuum pressure, positive pressure and cooling. The root cause determined for this issue was that a problem that occurred during the forming process when the forming tool has reached a high temperature. The properties of the material keeps the heat concentrated at the point of contact with the film and not dissipated to the rest of the tooling to balance the temperature which may cause the film to overheat and potentially affect the strength of the material. As a corrective action, the plug assists were changed to different materials; the difference in this change is by its properties, heat stabilized around the tooling (not only the contact point with the film) having a lower impact on the film forming process. Engineering test request (etr) was performed to determinate the best temperatures for forming the lite glove with this new forming tool. After the etr was approved, validation was performed to confirm the proposed parameters and ensure the quality of the product. With this new process it was possible to lower oven temperatures about 20°c by zone. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.